Event description:
Per the clinic, the implant was reported to have been partially inserted during the initial implantation surgery. During activation, the patient was found to have 16 electrodes in high impedance, with no change observed over time. The audiologist subsequently confirmed that all 16 electrodes remained in high impedance, while the five electrodes within normal impedance limits demonstrated neural responses and the patient exhibited good behavioral responses to stimulation. Due to the marked difference in performance compared with the contralateral side, a clinical evaluation was requested. On december 16, 2025, device failure was confirmed through troubleshooting. Subsequently, the device was explanted on (B)(6) 2026 and the patient was reimplanted with another cochlear device during the same surgery.